Manufacturer narrative:
Insulin pump was unable to prime during prime alarm test due to cracked end cap. No prime alarms noted. Insulin pump had a cracked case near display window corners noted during visual inspection.

Event description:
It was reported that the customer received an a33 alarm on their insulin pump. The customer's blood glucose level was 16.7 mmol/l. The customer had to go on a back up plan which consisted of a manual injection from an insulin pen. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.